Event description:
It was reported that this patient presented to the clinic due to dizziness. While connecting the device with the programmer for a magnetic resonance imaging (MRI) the device indicated that the device was in safety mode, thus the MRI could not completed. The device was thus explanted and replaced. No adverse patient effects were reported. The device was expected to be returned.

Event description:
It was reported that this patient presented to the clinic due to dizziness. While connecting the device with the programmer for a magnetic resonance imaging (MRI) the device indicated that the device was in safety mode, thus the MRI could not completed. The device was thus explanted and replaced. No adverse patient effects were reported. The device was expected to be returned.

Manufacturer narrative:
This report is being filed to update the patient identifier.